Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the device shed metal flakes while drilling through the guide. Shavings were removed with the use of a shaver. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the guide wire confirmed the reported breakage; approximately one half inch of the tip of the passing pin has broken off and was not returned for examination. The guide wire is heavily scored at the break area. The break area is angular in nature. Dimensional assessment of the devices major diameter was found to meet print specifications. Device appears to have had excessive force applied to it during use. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.